Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent surgical intervention for ineffective stimulation (reported under MFR report# 1627487-2014-02279 and 1627487-2014-02280). During the procedure, the pt experienced bleeding in the epidural space when the replacement lead was implanted. Post-op, the pt was asymptomatic. Regardless, the pt was kept overnight for observation.